Manufacturer narrative:
Unit was set to proper time and date and no unexpected a17, a21, reset alarm, frozen screen, or check settings alarms noted. Unit passed displacement test, self test, and a21 error test. A47 alarm confirm in alarm history screen. A47 alarms due to corrupted history file. Unit received with minor scratched lcd window and cracked reservoir tube lip. Low battery alert functioned properly during testing. Unable to program food or bg values due to bolus wizard was off and no settings available. Program bolus wizard settings using 723/523 user guide. Unit functioned properly afterwards. (B)(4).

Event description:
Customer reported his insulin pump was frozen, but he could still see the time. The customer also reported his blood glucose was high because his insulin pump was not delivering insulin. The customer also stated he did not have his settings. The customer also reported receiving several alarms. He declined to troubleshoot for the alarms. The customer also stated he was unable to input his food and blood glucose for boluses on his insulin pump. Customer's blood glucose was 320 mg/dl. He stated he had treated his blood glucose with a syringe. Troubleshooting found the correct bolus amount was recorded in the bolus history. The customer stated this temp basal was not programmed before the alarm occurred. Customer was advised to replace his insulin pump. No additional information provided.